Manufacturer narrative:
Corrected information: additional narratives/data should have included the statement, not available as product was manufactured on or before september 23, 2014.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the noise and inappropriate mode switch episodes were observed on the patient's right atrial channel. Programming changes were performed which did not completely eliminate the issue. The patient's pacemaker was explanted and replaced on (B)(6) 2019 due to normal elective replacement indicator. No noise episodes were observed since. The patient was stable throughout.